Event description:
Procedure: lap cholecystectomy. Reportedly, while the doctor was removing a large specimen (stone) the bag wedged in the fascia and then tore. The torn part of the bag and the specimen were removed together. There were no reported adverse effects to the patient.

Manufacturer narrative:
Note: during routine review this report was reevaluated. At that time the decision was made to file a report based on the information received. Evaluation of the specimen bag shows evidence of contact with a sharp object. The damage and device failure were caused by the user during the procedure.